Event description:
It was reported that a patient experienced pain due to issues with their implantable neurostimulator (ins) located in the lower back. The patient described that the leads felt loose, were moving, and appeared to be protruding, with wires coming out of the lower back that moved back and forth when walking. The patient could feel the leads and reported that the implant had not been working for the past two weeks, during which a message indicated that a new battery was needed. The patient was unable to locate the implant pouch and was scheduled for another surgery to address issues from the initial procedure. The patient was redirected to their healthcare provider to evaluate the implantable neurostimulator and address concerns regarding pain and lead migration.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Lot# serial# (B)(6). Implanted: (B)(6)2021. Explanted: product type lead product ID 977a260. Lot# serial# (B)(6). Implanted: (B)(6)2021. Explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that their healthcare provider (hcp) would not be available because the hcp had pneumonia. Patient called the clinic and was still told to come in because there would a representative for them tomorrow but patient had concerns that the representative would not show. Patient mentioned they knew their implant could not be reprogrammed because they had the implant reprogrammed several times to get the right intensity. Patient's pain was very intense. Patient mentioned they had a fusion that did not go well. Patient's pain was constant and it was not well done at mount sinai. Patient could not walk very well. Patient could not sit or lay down or stand for a long time. Agent redirected patient to their hcp/clinic. Agent closed case.